Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient mentioned his glucose was elevated and he experienced stomachache. He checked his bg and noted that it was off from the cgm value; however, he did not provide readings for either. He gave himself insulin shots but did not note the dosage and drank a lot of water to keep hydrated. Then he was accompanied by his wife to the hospital to be admitted and was treated for unspecified glucose values. Per report, the patient had forgotten the bg and cgm values. He could not recall the medications he received in the hospital. There was no documentation of further medical intervention. At the time of the report, the patient was at baseline. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.